Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. While the patient was on support, they pulled their device out of their groin. Manual pressure was applied to the site and an impella 5.5 pump was later implanted for ongoing support. There was no patient harm due to this event.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The root cause of the positioning issue was use related. F6/f8-should have been left blank on manufacturer device report 1220648-2023-05184.

Event description:
The patient did not survive the procedure. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.